Manufacturer narrative:
Examination of the returned devices confirmed that the reamer and adapter were stuck together. After several attempts, the two devices were able to be separated. Visual examination confirmed severe damage to the hudson end of the reamer which would make it difficult to assemble and disassemble the two devices. It is also noted that the locking "o" ring is missing from the end of the reamer that engages the stem. The reamer adapter did not show any visual damage that would cause the device not to function as intended. The root cause for the reamer is product wear out. The investigation could not verify or identify any product contribution to the reported event with the information provided for the adapter. Based on the inability to identify root cause for the adapter and product wear out for the reamer, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Reamer and adaptor could not be seperated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.